Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. A review of the event history log found a high alarm displayed: casette not attached properly. Device was visually and functionally tested and the customer reported complaint was not able to be confirmed because the pump did not lose the settings. It was found that the flex circuit was damaged. The probable cause of the customer reported issue is the damaged flex circuit. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not properly attached alarm when removing the cassette. There was no patient involvement, no patient injury was reported.